Event description:
Per the clinic, the patient experienced an infection at implant site. Subsequently, the patient underwent skin revision (specific date not reported) in order to debride the infected site; however, the issue could not be resolved. The patient was treated with antibiotics (specific type, date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2022 to debride the infected site; however, the issue could not be resolved. Subsequently, on (B)(6) 2022, the patient was hospitalized for a duration of 6 days, without any improvement. The patient was hospitalized again on (B)(6) 2022 for a duration of 9 days; however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2022. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report.